Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in a moderately tortuous percutaneous transluminal angioplasty shunt. A 5.00mm/ 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at nominal inflation pressure while it was approaching the lesion area. The device was simply removed from the patient's body. No patient complications were reported and patient was good post procedure.